Event description:
The customer reported to customer service that she "recently dropped the power adaptor [for her breast pump] and the cover has a crack in it. My pump is still working but the cord seems to be loose." Upon receipt of the product on (B)(4) 2012, a breach in housing was identified.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In f/u with the customer, she indicated that a crack developed in the transformer housing, which did not expose inner electrode circuitry, after she dropped it. She did not witness any smoke, fire or sparking and an injury was not sustained as a result of the issue. Upon receipt of the product on 10/03/2012, a break in the housing which exposes inner electronic circuitry was identified. A product eval was performed. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1-2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuity. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.9 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.4 ohms, which is normal and indicates that the thermal fuse did not blow.